Event description:
Additional information received reported that the settings were changed to voltage more per the healthcare professional¿s request. The cause of the high impedance was not determined.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v458446, implanted: (B)(6) 2010, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v458446, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient&#38112;healthcare professional (hcp) was trying to change the implantable neurostimulator (ins) from constant voltage mode to constant current mode and they were getting a message on the clinician programmer stating "value entered is not possible in current settings." The hcp saw the message when increasing the ins up to 6.2 ma when they were trying to reach 6.5 ma. The hcp had difficulty programming the ins to the desired current and they had not checked impedances. The ins was programmed with one anode and one cathode with a 90 usec pulse width and a rate of 130 hz. A week later, the manufacturing representative reported they were not able to adjust stimulation and a "call your doctor" icon and out of regulation (oor) message was displayed on the patient programmer. The patient was having a recurrent oor on one of their ins. The patient's other ins did not show oor on the programmer. Since the patient was reprogrammed, they had been having trouble with the programmer. The reporter thought the patient was not trying to change settings, but they saw the oor on the programmer when they synced with the ins. The ins was 75 percent charged when the oor occurred and the patient was programmed to higher settings. Several days later the manufacturing representative met with the patient to measure impedances. The ins was currently programmed to c+, 1- at 6.5v, 90 usec, and 130 hz. Therapy impedances were measured and "xxx" was displayed. The manufacturing representative changed therapy to 3 ma and therapy impedances were measured to be 2103 ohms. Therapy was increased to 4 ma and therapy impedances were measured to be 2153 ohms. The patient had no falls and the ins was 75 percent charged at the time of this report. Electrode impedances were measured to be the following: c-0 = 5082, c-1 = 2481, c-3 = 2600, 0-2 = 4680, and 0-3 = 5876 ohms. Electrode impedances were measured again at 3v and at 3v with the patient's head leaned back and the same electrodes remained high. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.